Event description:
A 8f angio-seal sts plus vascular closure device was used to seal the arteriotomy site post interventional cardiac procedure with a stent to left anterior descending artery (lad). The angio-seal was deployed and hemostatsis was achieved. Within a minute, the patient complained of nausea and shortly after experienced a coffee ground emesis. The patient continued to complaint of not feeling well and the blood pressure dropped to 70hmg. A firm ridge was noted above the puncture site at the right groin. Fluids were administered wide open and the patient was transfused with 3 units packed cells (pc). The patient underwent surgical exploratin and repair of the femoral arter. The angio-seal was removed. The patient was transfused with 9 more units of pc. Five days later, the patient was discharged. Five days after discharge, the patient was hospitalized with a fever and a hematoma. The patient was given heparin and intergrilin, doses unknown during the procedure.